Manufacturer narrative:
Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies multiple times, however occlusion alarms continued to occur. Subsequently, the customer went to the emergency room and was admitted to the hospital due to an elevated blood glucose (bg) level, diabetic ketoacidosis, and dehydration. Customer did not provide a bg value. Reportedly, the customer was treated with manual injections and received treatment for dehydration. The customer was released from the hospital 2 days later with no permanent damage. Healthcare provider changed customer's cartridge multiple times to resolve the occlusion alarms. Reportedly, the customer used admelog insulin within the cartridge. Tandem's technical support educated customer on cartridge/insulin labeling.